Event description:
Reporter calling, stating a freestyle libre 2 sensor inaccuracy "almost killed my mother". Reporter states he is his mother's caretaker and on (B)(6) 2024, her freestyle libre 2 sensor was showing a blood glucose reading of "55", which the reporter states he understands is a low blood glucose level. Reporter states he was trying to get his mother to drink juice to increase her blood sugar, however his mother was unable to drink, was becoming increasingly confused, and she was beginning to lose consciousness. Reporter states emergency paramedic services were contacted and upon arrival they performed a finger stick reading and the result was "28". Reporter states he was concerned that his mother was "close to coma" however paramedics were able to get her blood sugar increased. Reporter states he contacted abbott to communicate this adverse event and to express concerns about problems with their product, however reporter states "they denied responsibility" and reporter states he felt they were not concerned about the adverse event involving his mother. Reporter states he believes the freestyle libre 2 is "a dangerous product" and his mother has since stopped using it due to sensor inaccuracies and other quality concerns. Reporter states even her doctor advised them "not to trust" the glucose readings from this product without performing a finger stick glucose reading first.